Event description:
Information was received indicating that while in use of a smiths medical peripheral intravenous catheters (pivc)/jelco safety protectiv plus catheter, a flash back of blood was noted. It was also reported that when they went to attach extension tubing then cannula became separated from the hub, they were unable to see the end of the cannula under the patient's skin. They state they were able to palpate the cannula in the hand initially, instructed patient not to move their hand or arm. In addition, md attempted to find cannula with bedside ultrasound imaging unable to confirm location. No further adverse effects were reported.